Event description:
There was an allegation of questionable elecsys hcg stat test system results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient 1 had an initial result of 100 miu/ml. It is not known if the initial result was reported outside of the laboratory. The repeat result was 110599 miu/ml. It was not clear if the repeat result was obtained by performing a dilution. On (B)(6) 2022, patient 2 had an initial hcg result of 1.72 miu/ml. The result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical picture. The sample was repeated as a 1:100 dilution and the result was 70485 miu/ml. The repeat result was deemed correct. The reagent lot is 628293 and the expiration date is 31-oct-2023.

Manufacturer narrative:
The field service engineer (fse) found that the cover over the sample rotor was broken which was affecting the sample probe positioning and causing level detection to be triggered early. The cover was repaired and a replacement was ordered. An assay performance check and qc were performed successfully. The investigation is ongoing.

Manufacturer narrative:
Qc recovery was acceptable. The alarm trace showed multiple reagent rotor cover open errors on the day and around the time of the event. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.